Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye (inferior) almost 2 months post treatment. Account reported that patient had a flap lift and rinse performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2014. (B)(6). All pertinent information available to abbott medical optics has been submitted.